Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the tubing broke just below the blue upper fitment was confirmed. Only the top portion of the set from the drip chamber to the upper fitment was received. The portion from the silicone segment to the distal male luer was not received. There were no crush marks observed on the upper fitment. Functional testing could not be performed due to the condition of the set when received. The root cause of the tubing breaking just below the blue upper fitment was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing broke just below the blue upper fitment. A tpa infusion was running at 10cc/hr and was alarming occlusion. The rn flushed the IV at the y site and the primary tubing broke at the soft side of the blue hub resulting in a medication loss and an interruption of the infusion until a new bag was mixed and restarted. There was no harm reported as a result of the delay.